Event description:
Had perfix mesh plug hernia repair 94 months before. Pt had severe, progressive, disabling groin and testicular pain beginning after operation. At time of explantation pt was found to have significant spermatic cord compression and vas deferens erosion by contracted mesh, as well as ilio-inguinal nerve entrapment by mesh.